Event description:
Information received indicates the bed exit will arm but does not alarm.

Manufacturer narrative:
The technician found the bed exit tape switch was not working. The technician replaced the tape switch to repair the bed.